Event description:
The system 5000 started alarming and the pencil activated by itself. The surgery team stated the pad and pencil were still attached to the unit after the surgery was done. The biomedical engineer wat the user facility evaluated the unit and was unable to duplicate the reported event.